Manufacturer narrative:
Insulin pump received with blank display and missing segments due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to display anomaly. P-cap/reservoir locked properly in place. Insulin pump received with pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump screen got deep scratched and was unable to read. Customer¿s blood glucose was 4.8 mmol/l at the time of incident. Customer stated that they cannot read the display. The insulin pump will be returned for analysis.